Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist's report, the patient's abutment was "too short" and the patient had a skin flap infection. A longer abutment was requested, but was not immediately available. Tissue management surgery was done in 2007. Reportedly, the tissue reduction was successful the patient is doing "fine" and is using the baha sound processor.

Manufacturer narrative:
This is a final report. Labeling: the type of event is addressed in the device labeling.